Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06637. It was reported that angina occurred. In (B)(6) 2010, the patient presented with angina. Angiography was performed which showed 90% in-stent restenosis (isr) of the previously implanted 3.5x15mm non-bsc stent in the mid rca, and 90% progression was obtained in the distal site of the lesion. The following day, pci was performed for the lesion in mid rca. A 16 x 3.50mm and 16 x 3.00mm taxus® liberte® drug-eluting stents were implanted. Two days later, outcome of angina on effort became good. In (B)(6) 2012, respiratory discomfort was noted during hospitalization and angina on effort (stable angina) was diagnosed. Four days later, the patient was transferred to another hospital due to the possibility that the symptoms occurred due to ischemia. Five days later, in (B)(6) 2012, coronary angiography was performed. Fourteen days later, pci was performed by implanting a 16mm x 3.50mm taxus¿ element¿ drug-eluting stent in the mid rca and a 12mm x 3.50mm taxus¿ element¿ drug-eluting stent in the distal rca. Five days later, a 16mm x 3.50mm taxus¿ element¿ drug-eluting stent was implanted in the 1st right posterolateral (rpl) artery. Three days later, the angina on effort was improved and the patient was discharged.